Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, giant inguinal scrotal hematoma, epidermolysis and possible gangrenous changes, large volume of clot and liquefied blood, scrotal abscess, bleeding, drainage, necrotic skin, and purulence. Post-operative patient treatment included wound care, wound vac placement, and additional surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced severe pain, giant inguinal scrotal hematoma, epidermolysis, possible gangrenous changes, large volume of clot and liquefied blood, scrotal abscess, bleeding, drainage, necrotic skin, and purulence. Treatment included general wound care and wound vac.